Manufacturer narrative:
(B)(4). Batch #: x94m3e. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35 device was received with the top of the I-blade fractured and slightly lifted. The instrument was inspected under magnification, and it was noted that the electrode was damaged at the active rod interface. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. There is insufficient evidence related to what caused the damage to the electrode in the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoidectomy the doctor felt resistance in the device and the device got stuck. It would not close the jaw. The doctor requested that the device be changed and the surgery continued without problem. The procedure was completed successfully. There were no patient consequences.